Manufacturer narrative:
Product event summary: the data files and mapping catheter 2ach20 with lot number 1092188, were returned and analyzed. The data files confirmed system notice #50012 ¿the refrigerant delivery path is obstructed¿ and at least three applications were performed with the balloon catheter. Visual inspection for the mapping catheter showed the shaft was kinked at 10 inches distal from the edge of the ECG connector. No ECG signal wires were broken inside the shaft. The mapping catheter was inserted through the returned catheter up to the kink segment. In conclusion, the mapping catheter failed visual inspection due to a shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the shaft of the mapping catheter was broken. The mapping catheter was replaced and the case was completed with cryo. No patient complications have been reported as a result of this event. The mapping catheter subsequently tested out of specification per the manufacturer's investigation.